Event description:
The consumer put the wrap in a microwave and then placed it on his bed. A short time later, he noticed the outside cover was turning black and the inner part was burning. He extinguished the fire with water. The consumer believes a broken piece of a sewing needle was left in the wrap during mfg. After heating the wrap in the microwave, the metal piece heated and ignited the contents of the wrap. The material in the "energy pack" is wheat berry.